Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during the reaming for insertion of blade, the guide wire ø 3.2 mm broke. The 3.2mm guide wire was inserted to check the length and direction of blade before the reaming procedure. Once the wire was inserted correctly, through this guide wire, reamer was inserted. Due to the friction of wire and reamer, the guide wire was broken during reaming process. The piece of guide wire ø 3.2mm remains in patients femoral head. There was a 20 minute delay in the surgery. No additional medical treatment was needed. There is no report of patient harm. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient age reported as unknown date in (B)(6). Device is an instrument and is not implanted/explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.